Event description:
In 2004 a long-term plateletpheresis donor reported reactions experienced on two separate occasions to the collection facility. A questionnaire provided to the center by baxter was faxed to product surveillance in 2004 describing the reactions. After a plateletpheresis collection in 2004 a slight rash approximately the size of a tennis ball appeared on pt's return line arm. The donor made a full recovery and did not receive any medical attention. After another donation five weeks later the donor experienced another rash on the return arm following the donation. The return site had redness, rash and itching that extended half way to wrist and half way up bicep. There was a slight area of redness around the draw venipuncture site. It was noted that the donor had a hematoma at the venipuncture site about the size of a nickel and has had a hematoma in the past. The donor visited their physician after the same day donation and was told this was an infection and received antibiotics (name and dose unk) for 5 days and elocan cream topically. The donor fully recovered.